Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The following was discovered during a monthly maude review: it was reported that during a left shoulder arthroscopic procedure, when the surgeon was using the ar-13995n, scorpion needle, the tip of the needle broke off. The surgeon searched for the fragment in the surgical site, on the surgical field, on the floor, the suction filter, and during a c-arm x-ray of the patient's shoulder. The fragment was not in the patient's shoulder or found anywhere else.